Manufacturer narrative:
(B)(4). D10: cat# 00620005420 lot# 62124052 shell porous with holes 54 mm o.d. Cat# 00784501300 lot# 61915047 femoral stem . G2: foreign ¿ event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 13 years post-implantation, the patient underwent a hip revision due to instability. Attempts have been made and no further information has been provided.